Manufacturer narrative:
(B)(4).

Event description:
It was reported that readings and alarms were not being received. Data was evaluated and the allegation was confirmed as a loss of connection was observed. The probable cause was determined to be potential patient misuse-patient closed app. The reported event of not receiving readings and alarms is reportable based on the finding of a loss of connection. No injury or medical intervention was reported.